Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.